Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that three anchors were implanted into the patient. During the third anchor implantation the doctor noticed some difficulty and the anchor broke. The surgeon did a bone abrasion of the glenoid to take the damaged anchor out.

Manufacturer narrative:
The reported failure was confirmed upon evaluation. The tube of the inserter was broke, the anchor have the threads and eyelet damage. According to risk document, the reported condition is a result of several possible contributors. The root causes identified in the risk document are: design: anchors features (pitch, length, threads material) does not promote adequate fixation; eyelet design causes suture to fray; process: anchor/suture not manufactured to specification; application: insufficient force used to tension repair (knots not tight enough); too much bone removed / decorticated; insufficient quality or quantity of bone that would compromise secure anchor fixation; pathology such as schlerotic bone that may thicken the cortical layer. Possible design root causes are not considered likely based on the complaint history review of the failure mode during the past 12 months. If there was a design root cause of the failure, it is anticipated that the occurrence of failure would be more widespread. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a design root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. The process related causes can be ruleout because the following controls are in place to detect any assembly process related issue: this procedure provides detailed instructions to assembly the wedge anchor. This procedure provides detailed instructions to the quality operator of how to inspect the product before the sealing process. Therefore, based on the complaint history analysis, DHR, non conformance and user instructions review, the root cause for the reported condition can be associated to user application. The condition reported will continue to be trended to determine if there are any adverse trends that would suggest a design, process or any application related root cause not currently included in the user instructions or risk document. This event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that three anchors were implanted into the patient. During the third anchor implantation, the doctor noticed some difficulty and the anchor broke. The surgeon did a bone abrasion of the glenoid to take the damaged anchor out.